Event description:
It was reported when the device was used during a laparoscopic hernia repair, the staples would not close correctly. Completion of the case unknown. There was no consequence to the patient.